Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of a syringe adaptor set that has a broken filter and causing the medication to leak. The condition occurred on (B)(6) 2010. The condition occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned one used sample for evaluation. This set was visually inspected and confirmed that the vented cap of the syringe was cracked. The complaints received for this product were under review to confirm that no other similar incident was reported; hence, no negative trend could be associated to this complaint and it could be classified as a single occurrence defect. A batch review was performed on the reported lot and no deviations were noted. The assignable root cause could not be determined.